Event description:
During a coronary artery drug eluting stenting procedure the physician experienced moderate resistance in the balloon withdrawl. The lesion being treated wa s 3.0mm, 95% stenosed area of the mid left anterior descending artery. The lesion was predilated. The physician successfully placed a taxus liberte 3.0x24mm drug eluting stent to the lesion. Additional info has been requested from the site.